Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that pacing impedance was below 200 ohms. Noise on the rv channel could be reproduced. Lead remains implanted.